Manufacturer narrative:
The total protein reagent lot number was 713203. The reagent expiration date was requested, but not provided. The calcium reagent lot number and expiration date were requested, but not provided. The field service engineer adjusted the probe screws. The vacuum tube for cuvette drying was partly blocked. The vacuum vessel and top pipe were cleaned. The investigation determined the service actions resolved the issue. H3 other text : na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with total protein gen.2 and a second patient sample tested with calcium gen.2 on a cobas c 503 analytical unit. No questionable results were reported outside of the laboratory. The first patient sample initially resulted in a total protein value of 32.5 g/l and it repeated as 65.6 g/l. The second patient sample initially resulted in a calcium value of 1.94 mmol/l and it repeated as 2.35 mmol/l.